Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2017 with the following findings: during investigation, there were several unexplained pump reboots observed on (B)(6) 2019. Battery compartment was cracked below the grip pad. Returned battery cap was undamaged and able to fit, battery cap was fastened and the unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation, unable to duplicate reported ¿no power¿ complaint. Unrelated to the original complaint, the pump¿s cover as removed, moisture corrosion was found to continuous glucose monitor module and the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.